Event description:
Hologic was notified that a pt reported an injury after having biopsy procedures performed on a multicare platinum system. It was reported that the customer complained of a popping sound and pain under the breast, after a scout image. The pt then stated they were fine and did not complain further until post-op films were taken on a mammography system in another room. On (B)(6)2008, the pt reported to the site that there was trauma to her ribs, but no fracture. The multicare platinum is a biopsy device that requires the pt to lay face-down while a breast is positioned through a hole in the top of the biopsy table. It should be noted that the pt is reported to be (B)(6).

Manufacturer narrative:
The customer declined to have a hologic field engineer evaluate this particular tabletop. The customer insists this problem was caused by a design issue with the tabletop. The multicare platinum was installed in july 2008 (tabletop was replaced on (B)(6)2008). User training was provided by a hologic applications specialist prior to use on pts, however, the hologic specialist was not allowed to observe site personnel when performing the procedure on actual patients. Observing the user perform the procedure on initial pts is part of the normal training process. Hologic offered the customer additional training on the use of the multicare platinum at no charge to the customer, the offer was accepted and the training was completed on (B)(6)2008. No additional incidences have been reported since the additional training was completed. (B)(4).